Manufacturer narrative:
According to the facility the 'surgical sponge fell apart and the surgeon has to retrieve the pieces from the surgical wound'. Per the facility the sample is not available to be returned for evaluation. No additional information is available at this time. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility the 'surgical sponge fell apart and the surgeon has to retrieve the pieces from the surgical wound'.